Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of visualization of particles in airway from device and also alleged of cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 13, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway from the device and cough related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally and internally, observed dust/dirt contamination on top and bottom enclosures, ui sd cover flip door, accessory module flip door, panel, rear panel, control dial, keypad, pca, blower, blower box, blower outlet seal, rear panel o ring, p4 power connector, dc ack color insert. An unknown contaminate was observed inside the top enclosure and inside the ui panel. Liquid ingress was observed on the pca and p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error code. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They did observe dust/dirt contamination in the airpath, likely from a source external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.